Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that, there was no device problem found, they were taken off pain medication and they were in a lot more pain; the pain issue had not been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has always had ongoing pain in his back for more than 10 years. The patient said the device is working, but he fell around (B)(6) 2019 and since then his back had been bothering him again. The patient said the therapy was helping him, but now it has gotten worse. The patient said the hcp tried covering it, but the new hcp wanted to do a scan. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the doctors never said anything about the CT/MRI scan. The patient said the device still works, they just are in more pain. The issue was not yet resolved. No further complications were reported.